Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a red alarm with no external power. The system controller was exchanged.

Manufacturer narrative:
Section a3a - sex: corrected. Section a4 - patient weight: corrected. Section d6a - date of implant: corrected to blank. Manufacturer's investigation conclusion: the reported event of a red alarm with no external power was not confirmed as no log files were submitted. The system controller was exchanged. The provided information indicated the cause of the alarm, any troubleshooting steps or product return was unknown as no further information could be provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08aug2022. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.